Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20554. It was reported, the patient experienced heating at the ipg pocket site approximately a year ago. The patient discontinued use of the scs system since that time. While attempting to communicate with the patient programmer, a low battery error message displayed. A replacement charger was sent to the patient in addition to recharging techniques. Follow-up identified heating has resolved with the replacement charger. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.